Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a high voltage during charge message. Review of stored device memory noted noise and oversensing on the right atrial (ra) and right ventricular (rv) lead on two different dates. It was reported that the patient had two different surgical procedures on dates that correlated with the noise. During the first procedure, noise was observed on the ra and rv channels and resulted in delivery of an inappropriate shock. The patient's pulse rate was noted to have dropped, so the procedure was ended. A second surgery was attempted on a later date. Noise was again observed. It was noted that electrocautery protection mode had not been used and a magnet had not been placed over the device during the procedures. Review of the stored episodes noted noise that was consistent with electrocautery. Boston scientific technical services (ts) recommended performing a manual capacitor reformation to verify the device was able to charge. A capacitor reformation was performed and the device function was appropriate. Monitoring will be continued. This product remains implanted and in service. No additional adverse patient effects were reported.